Manufacturer narrative:
Narrative: the customer reported that their internal investigation concluded that the root cause was the technician inadvertently changed the formula from the intended srk-t formula to the haigis formula and the iolmaster was working properly. The manufacturer evaluated the available iolmaster calculation printouts. The formula was switched by the user from srk/t to haigis formula. There are no lens constants available on the ulib webpage for the alcon sn6cws lens used. The source of the lens constant used is not known. The manufacturer a constant would have provided better results. How to use the iolmaster for iol calculation and selection of calculation formula is described in the user manual. For instance on page 56 of user manual 00000-1322-734 it is stated "click on the appropriate tab to select the desired formula"and a warning message is given on page 58 with "the iol calculation is valid only if the biometric measurement was correct, an appropriate iol calculation formula was selected and the iol constants were optimized for the specific application".

Event description:
The health care professional reported the following: after a right eye cataract surgery with intraocular lens (iol) implantation, the patient's visual acuity was 20/200. The healthcare professional made a decision to exchange the iol. The amo sn6cws lens with 26.0 d was replaced by the same lens model with 22.0 d. The refractive outcome after the re-op was satisfactory with -1.0 d. The iolmaster was used for the original biometry measurements and iol calculations as well as for the second measurements and calculations.